Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli). The pacing impedance and threshold measurements were within normal range. They changed the vector configuration to rv coil to can, which produced a within range measurement of sli. Boston scientific technical services (ts) discussed the possible cause of the issue and recommended a defibrillation threshold (dft) test. Additional information states that no dft testing was performed and the cause of the issue was not determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.